Event description:
The customer reported that prior to the procedure, a nurse opened a box and found there was a grounding pad pouch that was not completely sealed. The customer confirmed the cord insulation was damaged. The grounding pad was not used. There was no patient involvement. Covidien's initial evaluation confirmed the cord insulation was damaged, exposing bare wire.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete a f/u report will be submitted.